Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer's daughter reported receiving high readings of 374 mg/dl and 570 mg/dl back to back on their freestyle freedom lite meter and she had to call paramedics due to sudden blood sugar drop in late 2008. The customer was choking, his face was turning colors, and he lost consciousness. When paramedics arrived, they obtained a reading of 48mg/dl on the paramedics meter and treated him intravenously with unknown solution. The customer was also given food before his daughter drove him to the hospital after the paramedics left. At the hospital he was diagnosed with hypoglycemia, no other treatment was provided except of adjustment of his current medication and increased testing per day. Provided an emergency kit for the next time his glucose drops. However, the reported readings when plotted on parkes error grid fell into a "b" zone showing the difference in value being clinically insignificant.